Manufacturer narrative:
Device analysis summary: visual analysis of the returned device identified: brown particles, opening in shell, crease fold and weight within specification. A microscopic analysis was performed which identified a sharp edge opening, assessed as unidentified tear opening . A dimension measurement in the shell was performed which identified the shell thickness as within specification. Based on the device analysis the final assessment is: a sharp opening on posterior side due to unidentified (tear) opening. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. DHR for work order (B)(4) indicates that there was a rework on the sterilization process. The reported device was reprocessed through work order (B)(4) and any deviations, errors, omissions or non-conformances were identify that may be associated with the reported device event. The qms listing report indicates that there were any ncmrs or ers for units manufactured on work order (B)(4). According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Physician reports the patient presented to "ER with anemia and weight loss" in (B)(6) 2016. Patient was diagnosed with bia-alcl on (B)(6) 2016. Physician reported right side rupture and right side capsular contracture, baker grade not specified. Event will be captured as lymphoma as pathological markers to confirm alcl have not been received. This medwatch represents the right side. See MFR # 9617229-2017-00006 for the left side.

Manufacturer narrative:
(B)(6) -weight fluctuations. The events of weight loss, anemia, capsular contracture and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Formation of fibrous tissue around an implanted device is a normal physiological response. Fibrous capsular contracture remains a common complication following breast implant surgery and is one of the most common reasons for reoperation. The cause of capsular contracture is unknown, however it is most likely multifactorial and may be more common following infection, haematoma, and seroma. Contracture develops to varying degrees, unilaterally or bilaterally, and may occur within weeks to years after surgery. Contracture of the fibrous capsular tissue surrounding the implant may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement. Severe cases are considered the most clinically significant, and may require surgical intervention. Capsular contracture may recur subsequent to corrective surgical procedures. Do not treat capsular contracture by external compression or massage, which may result in implant damage, deflation, folds, and/or haematoma." "Gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis."

Event description:
Physician reports the patient presented to "ER with anemia and weight loss" in (B)(6) 2016. Patient was diagnosed with bia-alcl on (B)(6) 2016. Physician reported right side rupture and right side capsular contracture, baker grade not specified. Event will be captured as lymphoma as pathological markers to confirm alcl have not been received. This medwatch represents the right side. See MFR # 9617229-2017-00006 for the left side.